Event description:
The customer stated that after using the architect stat troponin-I reagent there was poor reproducibility results. The results were 0.0 ng/ml to 0.017 ng/ml which is not satisfactory for this assay. There was no impact to pt mgmt reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.